Event description:
The customer states that the system would not work when attempting to boot.

Manufacturer narrative:
(B) (4). The system is in storage and customer does not require service at this point. Customer will call back if service is needed.